Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer aligned the reagent probe nozzle. The customer ran qc and calibrations that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reported received questionable calcium results for one patient tested on a cobas 8000 c 702 module. The initial result was 3.25 mmol/l. The repeat result was 2.60 mmol/l. No alleged erroneous results were reported outside of the laboratory.